Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 27808, was returned and analyzed. Visual inspection of the sheath showed the sheath was intact with no apparent issues. Deflection worked as per specification. Aspiration/ flushing test did not show any air passing through the tube or expelled from the sheath¿s distal tip. Multiple aspirations/ injections were performed without air bubbles or leaks through the hemostatic valve when a test balloon catheter was introduced through the sheath. The hemostatic valve was leak tight. In conclusion, the reported air ingress was not confirmed through testing. The sheath passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the electrophysiology (ep) catheter was inserted into the sheath and flu shing was performed, air was continuously introduced into the patient. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.